Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received for evaluation. Visual inspection found the device to be in good condition. A ¿primary audible alarm bgnd test¿ alarm was found in the event history log. Functional testing was unable to verify or duplicate the reported problem. No fault was found. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm background test. There was unknown patient involvement.